Manufacturer narrative:
A ventec clinical specialist spoke to the reporter, a nurse, to perform troubleshooting. While troubleshooting over the phone, the low fio2 alarm reoccurred. Ventec recommended transferring the patient to her other vocsn for support, which they did. It was further recommended that the reporter contact the local distributor to exchange the device. It was later confirmed with the reporter that they were working with the distributor to obtain a replacement device. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be confirmed. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device was providing low fio2 (fraction of inspired oxygen) readings. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the device's serial number.